Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay, keypad overlay texture damage, missing retainer, missing reservoir tube o-ring and cracked case behind the pump near the battery tube compartment. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of damage from the insulin pump. The customer's blood glucose reading was 9.4 mmol/l. The customer reported a crack on the pump. The customer mentioned the location of the damage to be at the back of the battery compartment. The insulin pump was returned for analysis.